Event description:
The clinician reports the implant was inserted (B)(6) 2010 in fdi 35 of the patient's mouth. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding and abscess. No further patient complications were reported.